Event description:
The pt underwent surgery for rectal cancer, during which the product was applied for tissue support. Two weeks post-op, the surgeon conducted unplanned surgery for stool leakage from the lower part of the pt's incision site in the abdomen. The surgeon reported that the anastomosis was near the pelvis. Upon exploration, surgeon reported surgiwrap was broken down adjacent to the anastomosis.